Event description:
It was reported that the pacemaker was faulty and was giving the patient shocks. Additional information was received that the atrial lead was suspected to be faulty due to a high atrial impedance warning. A new atrial lead was placed, and it tested okay via analyzer. However, when connected to the device header, the same high impedance warning was seen. "The dr. Requested that a new device be used as he suspected that there was a problem with the header on the old can" and that the "problem all along is pacemaker malfunction." No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that the reported high impedance readings were the result of lifted output bond wires. Other text : it was reported that the pacemaker was faulty and was giving the patient shocks. Additional information was received that the atrial lead was suspected to be faulty due to a high atrial impedance warning. A new atrial lead was placed, and it tested okay via analyzer. However, when connected to the device header, the same high impedance warning was seen. "The dr. Requested that a new device be used as he suspected that there was a problem with the header on the old can" and that the "problem all along is pacemaker malfunction." No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination: component/subassembly failure. Wire device was out of specification in a manner that relates to event impedance, high shock, inappropriate device failure.